Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, the surgeon clamped the rectum and closed the jaws, tried to fire and press the green button but the button did not light up, an error sound was heard and the device did not fire. The tissue was not thick, excessive force indicator was not shown and all of the other indicators were green. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, the surgeon clamped the rectum and closed the jaws, tried to fire and press the green button, but the button did not light up, an error sound was heard and the device did not fire. The tissue was not thick, excessive force indicator was not shown and all of the other indicators were green. Another handle, adapter and a new shell were opened and worked fine with the same reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.